Event description:
Pt dialyzing as usual. Machine alarmed "air in blood". Air noted in arterial line small hole noted in catheter (uldall) catheter taped securely, md notified. Pt to have catheter changed. (Art. Line had hole).